Event description:
It was reported a patient experienced septic shock and later expired following placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was required for a study procedure (MDR-1919) during a cholecystostomy for biliary drainage. Dilation was performed prior to catheter placement, then the device was successfully placed via ultrasound guidance and fluoroscopy. Drainage was successfully established. The patient developed worsening sepsis after cholecystostomy placement. The family opted for comfort case after the patient deteriorated and no actions were taken to treat the sepsis. The drain was removed one day after placement because the patient passed away from sepsis. No device deficiencies were noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. On 23may2022, cook medical customer relations was notified via a cook research institute (cri) complaint form by (B)(6) medical center ((B)(6)) of an event that occurred on (B)(6) 2021. It was reported that after placing an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc; lot#: 13792474) a patient developed septic shock and expired. The event was reported as not related to the cook percutaneous drainage catheter and related to the study procedure. The patient had ¿cholangitis/cholecystitis prior to procedure¿ which the site states caused or contributed to this event. The site noted, ¿patient developed worsening sepsis after cholecystostomy placement.¿ reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed four non-conformances. "Embedded foreign mater" was identified during review; however, the devices were scrapped prior to further processing of the order. Additionally, it should be noted that the patient already was diagnosed with cholecystitis/ sepsis prior to the procedure. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi_rev5], multipurpose drainage catheter states the following. ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Intended use: multipurpose drainage catheters are intended for percutaneous drainage applications (e.g nephrostomy, biliary and abscess), either by direct stick or seldinger access technique. Warnings: if a catheter has become malposition or if drainage ceases, the catheter should be promptly exchanged or removed. References: these instructions for use are based on experience from physicians and (or) their published literature. Refer to your local cook sales representative for information on available literature.¿ based on the available information, no product returned, and the results of the investigation, cook medical has concluded the root cause category would fall under adverse event related to patient condition. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.